Manufacturer narrative:
One device was returned for investigation with no physical damage. The device was functionally tested and visually inspected and the customers reported problem could not be duplicated. No action will be taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: chile.

Event description:
It was reported that the pump exhibited sound without an alarm code and without batteries. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.